Event description:
It was reported that the rv lead was replaced due to oversensing seen with arm motions. There were no significant impedance changes and capture was stable. It was further reported that there was low impedance and an insulation breach. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise was noted on the data disc review. Other text : it was reported that the rv lead was replaced due to oversensing seen with arm motions. There were no significant impedance changes and capture was stable. It was further reported that there was low impedance and an insulation breach. No patient complications were reported as a result of this event. No conclusion can be drawn insulation, hole(s) oversensing impedance, low.